Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received post reset ram crc alarm. The customer¿s blood glucose level was 392 mg/dl. The customer reported that they were able to clear the alarm and able to rewind the insulin pump. The customer reported that the alarm has occurred more than once. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump passed self test and displacement test. Insulin pump was monitored for 24 hrs. Battery was removed from pump and monitored for 10 minutes. Insulin pump power up properly after insertion of the battery and no post-reset ram crc alarms were noted.